Event description:
Lap chole - dr (B)(6) - "during the procedure the 10 mm clip applier fired a clip that scissored and then fired two clips at once that did not close. Dr (B)(6) asked for another 10 mm clip applier and the second clip applier fired a clip that scissored."

Manufacturer narrative:
Investigation summary: two (2) event units were returned for evaluation. Upon inspection of the first unit, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Upon actuation of the second unit, the clips were jamming in the jaws. The unit was disassembled for further evaluation and it was found that an internal component had been incorrectly assembled into the product, which may have contributed to your experience. The incorrect assembly may be due to an operator error during the manufacturing process. We apologize for any inconvenience this may have caused. Training has been conducted with manufacturing and production to develop a heightened awareness of the incident. This document represents our final report. Reference MDR# 2027111-2014-00198

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.